Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction the cause not established. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the use of products that contain silicone led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had white foreign material in the air/water channel and cylinder. There was no patient involvement.